Manufacturer narrative:
Block h6. Device code a0401 is being used to capture the reportable event of cinch wire break. Device code a150101 is being used to capture the reportable event of cinch failure to deploy. Device code a050702 is being used to capture the reportable event of cinch failure to cut. Imdrf code f2301 is being used to capture the reportable event of additional device required.

Event description:
It was reported to boston scientific corporation that a suture cinch was used during a procedure on (B)(6) 2026. During the procedure, the cinch wire broke and failed to deploy and cut the suture. The procedure was completed when the physician manually deployed the cinch. There was no patient complications reported as a result of this event.